Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the doctor was unable to advance the epidural needle. As a result, the procedure was aborted. No product will be returned to sjm.